Manufacturer narrative:
H6). The tips of both side tabs were broken off, rendering the unit not able to secure a mating instrument. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2023-03-22, (B)(4), (for, hcp, rep): medtronic received information regarding a navigation system used outside a procedure. It was reported that the violet navlock tracker was defective and had to be replaced. The suspected cause of the issue was with the screw fixing the tracker to the driver. No patient present.